Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a diluted blood leak in the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. The operator was wearing gloves, a lab coat, and goggles at the time of the event. There was no exposure to mucous membrane or open wounds, and the operator did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected by the leak, and there was no death, injury, or change to patient treatment as a result of this event. The customer found the nrbc (nucleated red blood cell) mix chamber had overflowed. The customer flushed the chamber and cleaned up the leak, which resolved the problem. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nrbc mix chamber during normal operation, and dxh cleaner during shutdown. The cause of the leak is that the nrbc mix chamber was not draining.

Manufacturer narrative:
Code : nrbc mix chamber. The customer cancelled service call, but a field service engineer was on site to relay the details of the event. (B)(4).